Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive was used. The catheter was inserted into the sheath and air was drawn in during aspiration. The catheter was removed and checked, but no issues were found. The catheter was reinserted, and air was drawn in again upon aspiration. The problem persisted despite multiple attempts to remove the air. The sheath was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis and investigation is still in progress.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive was used. The catheter was inserted into the sheath and air was drawn in during aspiration. The catheter was removed and checked, but no issues were found. The catheter was reinserted, and air was drawn in again upon aspiration. The problem persisted despite multiple attempts to remove the air. The sheath was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis and investigation is still in progress.